Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. The transmission showed the implantable cardiac monitor exhibiting several episodes of cardiac pauses due to undersensing. Programming changes were recommended. Due to covid-19 concerns, the physician elected to continue to monitor the device remotely without bringing the patient in for programming changes. There were no adverse consequences to the patient.